Event description:
It was reported the gastrointestinal videoscope image had a black screen. The issue occurred during device reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found that the screen blacked out during the downward angulation due to a defective charged coupled device unit. Based on the results of the investigation, it is likely that the following led to the malfunction: it was presumed from the following investigation result, that the suggested event was due to conduction failure caused by fluid invasion on the subject device, damage of the image sensor unit, or the like. However, we could not specify the cause of the event. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): precautions: caution turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. Inspection of the endoscopic image: confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.